Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that she also received no delivery alarms during priming. The customer stated that insulin dripped out of the tubing when the no delivery occurred. The customer wore the infusion set exclusively in the stomach area. The customer reviewed the possible causes of bent cannulas. The customer did not have infusion sets to return.